Manufacturer narrative:
Date is approximate.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins was taking 4-5 hours to charge which was longer than in the past. The patient stated that the battery was not low when she charged and she stopped after 5 hours because it was taking too long. The patient said there were not any changes to the settings. The patient was directed to their healthcare professional to recharging stat and programming. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient got another recharger antenna because it was taking 3-4 hours to charge, but it is still taking 3-4 hours to charge. The patient reported that they charged their ins up, then the next day, the ins "is not holding a charge" (not charged). The patient asked if they needed to get a new battery placed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. The patient reiterated that it was taking her a long time to charge her ins. The patient reported she met with a manufacturing representative for reprogramming, but the patient was still having the issue of charging taking too long. The patient said that she had poor coupling. When she lies down to charge, the coupling bars would go down to zero, and the most she could get were 2-4 bars filled in. A replacement insr antenna was sent to the patient to resolve the issues. No symptoms or further complications were reported/anticipated.